Event description:
In 2002, customer phoned to report an erroneous accutni result of 0.61 ng/ml of a serial sample collected at hour nine(9) had been reported out of the lab. The result was questioned due to normal results for other cardiac markers and 2 previous normal accutni results. Samples form hours 0, 4, and 9 were repeated 45 minutes after the erroneous 9th hour sample was reported. The 0 and 4 hour samples repeated well. The repeated 9th hour sample reported 0.01 ng/ml and a corrected report was initiated. This site does not have a service contract for this access instrument. On 8/5/02 bci phoned the site to ask that they perform an additional troubleshooting test. These tests failed, indicating issues with the wash/incubation phase of the system. The site's biomedical engineer worked over the phone with beckman coulter (bci) in order to identify the items to be verified and/or replaced. Multiple parts were replaced. A bci engineer visited the site on 8/8/02 and additional testing and part replacement was performed. On 8/17 and 8/18/02 further imprecision on accutni was reported to bci. None of these results were reported out of the lab. Customer was running samples in duplicate. This instrument was taken out of use pending additional service. No treatment was initiated or withheld as a result of this incident. The physician questioned the 9th hour result.